Event description:
It was reported that: "the catheter body separated from the fins holding the catheter in place. The staff then tested other catheters and the same issue occurred. There was no patient involved." Associated complaints 3006425876-2024-00557, 3006425876-2024-00556, 3006425876-2024-00555, 3006425876-2024-00554, 3006425876-2024-00553, 3006425876-2024-00421, 3006425876-2024-00549 and 3006425876-2024-00552.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter body separated from the fins holding the catheter in place. The staff then tested other catheters and the same issue occurred. There was no patient involved." Associated complaints 3006425876-2024-00557, 3006425876-2024-00556, 3 006425876-2024-00555, 3006425876-2024-00554, 3006425876-2024-00553, 3006425876-2024-00421, 3006425876-2024-00549 and 3006425876-2024-00552.

Manufacturer narrative:
(B)(4). The customer report of a separated catheter body was not able to be confirmed through complaint investigation. The customer returned one, opened arterial catheter set for analysis. Visual analysis revealed that the catheter body of the returned device was significantly stretched. No separations were observed. The stretched section was not able to pass over the guidewire during functional testing. This indicates that the catheter body became stretched after being removed from the guide wire. A device history record review did not reveal any relevant findings to suggest a manufacturing related issue. According to the description, the customer tested different samples to check for catheter separations. This testing likely contributed to the observed stretching; however, the state of the catheter prior to the customer handling cannot be confirmed. Based on these circumstances, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.